Manufacturer narrative:
The report 3003721894-2016-00028 is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. Additional details: the patient reported that polident denture adhesive cream 60g was not left at all on his denture when he checked his denture at lunch time, so it happened that he swallowed the product and queried if it would be harmful.